Event description:
It was reported that during device change out for normal eri externalized conductors were observe. The electrical function of the lead was tested and no anomalies were found. Patient was asymptomatic and will be monitored.